Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Same test strips, different true metrix meter. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer reported she has two true metrix meters and both displayed lo using the same vial of test strips. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was not at home at the time of the call; customer was unable to troubleshoot and to provide the lot number of the test strips. Customer was going to call back. No further information was able to be obtained.